Manufacturer narrative:
B5: additional information received. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that while inserting a drill in the handpiece, they noticed that the shaft was broken and a broken bur was stuck inside.

Event description:
It was reported that prior to procedure during drill insertion the handpiece shaft was broken. There was no patient impact. Analysis found that a piece of drill was stuck inside of handpiece.

Manufacturer narrative:
Visually, the inner shaft was broken 2.12 inches (from the break point to the proximal end of the bur tang) upon return. Under magnification, there was a brownish colored residue on the shaft and striations on the bur tang. The outside diameter of the bur tang shall be 0.0580 +0.0000/-0.0010 inches, and the actual measurement was 0.0579 inches which was in specification. The outside diameter of the bur tang lip shall be 0.018 ± 0.001 inches, and the actual measurement was 0.019 inches which was in specification. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.